Manufacturer narrative:
Analysis of the explanted lead sc-2218-70 (serial number (B)(6) indicated that the complaint was confirmed. Visual inspection revealed that the proximal end is bent/fractured. X-ray inspection of the lead revealed that one of the cables was fractured within the proximal array. The fractured proximal array resulted in the cable damage causing the reported complaint. It appears that the proximal array was fractured during its insertion into the ipg port or it was damaged during handling in the procedure. Based on the provided information, the investigation conclusion is that the probable cause is unintended use error caused or contributed to event.

Event description:
It was reported that the patient was receiving right sided coverage when the pain is left sided. X-rays revealed that the leads migrated to the right side. The patient underwent a lead revision procedure. During the revision, high impedances were observed on one of the leads. The physician explanted the high impedance lead, serial (B)(6) on (B)(6) 2020, and repositioned the lead 5057626. The patient is doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch:5037627.

Event description:
It was reported that the patient was receiving right sided coverage when the pain is left sided. X-rays revealed that the leads migrated to the right side. The patient underwent a lead revision procedure. During the revision, high impedances were observed on one of the leads. The physician explanted the high impedance lead, serial (B)(4) on (B)(6) 2020, and repositioned the lead 5057626. The patient is doing well post-operatively.